Manufacturer narrative:
The lot number was not received therefore, the manufacturing date could not be provided. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. The following is included in the instructions for use (IFU): "warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." "Inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches" "ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures)." "Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end." "Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged." "Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service inspection found the ceramic insulation at the distal tip of the sheath is broken with scratches on the outer shaft. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the asset/demo inner sheath, long, was sent to olympus service for evaluation. There was no allegation of a complaint associated with the sheath. However, upon inspecting the ceramic insulation at the distal end of the sheath was found broken. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken insulation found during the service inspection.